Manufacturer narrative:
The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The connector pins for the device's ac inlet were sheared and lodged in the adjoining power cord. One of the sheared connector pins was protruding from the power cord and could potentially be contacted by the intended user or caregiver. A review of the device's original pre-market risk/benefit analysis was conducted and it was determined that the risk of electrical shock to the intended user or caregiver does not exceed the risk that was present when the device was approved for patient use. The severity and frequency of the risk of electrical shock is not increased due to the device's ac input connector pin protruding from the adjoining power cord. For a patient or caregiver to sustain an electrical shock, a chain of events must occur: the power cord must be removed from the device prior to unplugging the power cord from the wall outlet. One or both of the pins from the device's ac inlet must shear and remain in the ac power cord while it remains plugged into a wall outlet. One or both of the sheared ac inlet connector pins must be protruding from the ac power cord. The patient/caregiver must be grounded. The grounded patient/caregiver must contact one or both protruding ac inlet connector pins. Sufficient current must be passing through the sheared ac connector pin(s) to deliver an electrical shock. Product labeling instructs users to "periodically inspect electrical cords, cables, and the detachable battery park for damage or signs of wear. Discontinue use and replace if damaged." The manufacturer concludes that the absence of increased user/caregiver risk and product labeling is sufficient to mitigate the risk of harm or injury if this type of failure were to recur. To date there have been no reports of serious injury or death related to this type of failure mode.

Event description:
A ventilator was returned to the manufacturer's service center with an allegation that the device's ac inlet connector was damaged. There was no patient harm or injury.